Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate calcification, heavy calcification and 70% stenosis. Pre-dilatation was performed with an unspecified balloon and a perforation occurred at the stenotic segment. Therefore, a 3.5x26mm rx graftmaster stent system was advanced; however, could not cross the lesion due to narrowing of the lesion just after the perforation. The stent system was removed without any resistance noted and the distal stent struts noted to be bent. A 3.5x19mm rx graftmaster stent system was advanced and it too could not cross the lesion due to the narrowing of the lesion just after the perforation. The rx graftmaster was removed from the patient anatomy without any resistance noted. The patient finally underwent surgery in order to treat the perforation. The two rx graftmasters did not cause or contribute any complications or adverse events. There was a clinically significant delay in the procedure; however, the site has reported that it was not caused by the rx graftmasters. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.5x26 graftmaster device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.